Event description:
During an aneurysm embolization procedure the subject device broke at approximately 40 cm from the proximal end. The patient suffered no clinical sequelae as a result of this event.